Manufacturer narrative:
Investigation summary: a mp1000 china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21015952. Further information provided by the customer indicates that bounce back occurred upon connecting the product to an unknown syringe. The details of this feedback were forwarded to the manufacturing site for investigation. A review of the production records for lot 21015952 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mp1000 china product in the past 12 months.

Event description:
It was reported when using the bd maxplus positive pressure connector, the device experienced a loose connection with the IV set. The device separated/detached. The following information was provided by the initial reporter. The customer stated: the patient needs intravenous infusion treatment after sclerotherapy due to acute gastrointestinal bleeding. The needleless connector is connected to the indwelling needle. After the infusion is completed, on (B)(6) 2021, when the nurse¿s bedside seals the syringe, the needleless connector interface rebounds. Fixed and did not cause harm to the patient, and replaced the needleless connector.